Event description:
Customer reported that she tried inserting two sensors and they did not go in. Customer then realized that when she removed the sensor there is a hole in her skin so she knows the needle entered but the sensor cannula was bent under the adhesive and never was inserted. Customer stated she is unsure about her blood glucose value but had a couple of low blood glucose events; customer declined to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected two opened/used enlite sensors and performed bicarbonate buffer test. One of two sensors failed for low readings one remaining sensor passed per specifications with accurate readings.